Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: the report from hospital say: jiangxi provincial institute of metrology and testing conducted annual metrological verification of medical equipment in our hospital, and found that the frequency of a ventilator in the emergency department ICU was unstable. Notified the engineer for maintenance the engineer confirmed through maintenance that the frequency was unstable due to air leakage, which was caused by the machine's sensitivity to air leakage. Appear by chance.

Event description:
Hamilton medical ag received the following event description: the report from hospital say: jiangxi provincial institute of metrology and testing conducted annual metrological verification of medical equipment in our hospital, and found that the frequency of a ventilator in the emergency department ICU was unstable. Notified the engineer for maintenance the engineer confirmed through maintenance that the frequency was unstable due to air leakage, which was caused by the machine's sensitivity to air leakage. Appear by chance.

Manufacturer narrative:
Update: it was learned that the situation reported by the hospital was not true. Our agent engineer went to the site to investigate and found that the machine was already scrapped. After communicating with the head nurse, the engineer confirmed that there was no serious injury event. This was a misreport.